Event description:
It was reported by service report that while checking an error code, it was found that the head end right load cell was unplugged. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
Results: load cell.